Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not being able to download log files on the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. The reported event of a backup battery fault alarms on the system controller was confirmed via the downloaded log files. A backup battery fault alarm correlating to a load test condition was observed intermittently from 06dec2025 at 19:49:31 to 07dec2025 at 19:53:39. At this time, the backup battery differential voltage was measured to be too large, triggering the backup battery fault alarm. The system controller was exchanged on 08dec2025 in response to the backup battery fault alarms and log file download issues. The pump maintained a speed within the expected range throughout the log files. No other notable events were observed in the log files reviewed. Available information provided that when downloading the log files the downloading screen would get stuck on ¿file 3¿. The heartmate touch screen was attempting to download ¿file 3¿ for 20 minutes and would not proceed to ¿file 4¿. A new patient cable and heartmate touch were used, and the same result occurred. The system controller was then exchanged, and the log files were able to be downloaded without issue. Additional information provided stated that the patient had multiple backup battery fault alarms on their primary system controller. This was said to be an additional reason as to why the system controller with the backup battery was exchanged. The returned system controller, serial number (B)(6), was functionally tested and found to be functionally unremarkable. The system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The system controller was able to download all log files without issue while being connected to the mock circulatory loop. The root causes of the reported events were unable to be conclusively determined through this investigation. A corrective and preventative action (CAPA) has been initiated to address backup battery fault alarms with an unknown root cause. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient had multiple backup battery fault alarms on their primary system controller on 08dec2025 after the backup battery was replaced on (B)(6)2025. This system controller also would not download log files and a new system controller and 11v emergency backup battery were issued to the patient.

Event description:
It was reported that during an attempt to review patient's log file history, the downloading screen would get stuck downloading "file 3." The heartmate touch screen would proceed to download "file 3" for 20 minutes and would not go to file 4. Troubleshooting was performed with new cables and tablet and the same result would occur with getting stuck on "file 3." The system controller was exchanged, and the file was able to be downloaded with no issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.